Manufacturer narrative:
The previous report incorrectly captured the report as a recall device, the correction has been made to reflect the device as a rep dreamstation. A correction has been also made to the device problem code. This notification is being reviewed due to an allegation from the user of a rep dreamstation auto CPAP device. The manufacturer received information alleging the patient has experienced sinus and breathing problems after receiving the replacement device. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed due to no device information provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has experienced sinus and breathing problems after receiving the replacement device. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed

Manufacturer narrative:
The previous report incorrectly captured the reported event as a serious injury, and other as the outcomes attributed to ae. The event is a product problem. Corrections have been made to the form box b: both, and the outcomes attributed to ae outcome.